Event description:
A pt reported blood glucose results of 27 mg/dl, 61 mg/dl, 279 mg/dl and 278 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.